Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510k#: 510(k): k062858, k082644. The actual sample was received for evaluation. Visual inspection with the unaided eye revealed that the sheath tube was fractured at approximately 90mm from the distal end (approximately 10mm from the distal end of the hub). As the length of the sheath tube of this product code is specified to be 100mm, it was estimated that the actual sample had no deficient part in the sheath tube. The fracture ends were inspected with ccd and sem. The fracture surface was found smooth. Based on this, it is presumed that a sharp object was exposed to this area. A part of the fracture edge was found to have been elongated. The sheath tube was cut at a point near the fracture and the cross section was inspected with ccd. The wall thickness was confirmed to be even. The inner diameter and the wall thickness were measured and confirmed to meet the manufacturer specifications. Reproductive testing was performed. Two attempts to reproduce the fracture on the actual sample were made using two retention samples of the involved product code. The test sample in the state of its distal section being trapped was exposed to pulling force. As a result, the sheath tube was elongated and fractured at the distal end of the housing. The fractured state was different from that observed on the actual sample; the test sample after given a cut on the sheath tube with a scalpel was exposed to tensile force. The test sample got fractured. The fracture surface was found smooth and the fracture end had been partially elongated a review of the device history record of the product code/lot# combination and product release decision control sheet was conducted with no findings. IFU states: do not scratch the sheath with needle point, cutting tool, or other edged tools. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that a sharp object may have exposed to the outer surface of the actual sample, causing a flaw on the sheath tube. Due to this, the strength of the sheath tube against tensile force was impaired. Subsequently, when the actual sample in that state was exposed to tensile force during removal, it became fractured. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the radifocus introducer was used in a pediatric cardiovascular case and was found to be broken during the case. The actual sample was exchanged with a new one to continue the procedure. There was no harm to the patient. The procedure outcome was not reported.